Manufacturer narrative:
(B) (4) - zipper teeth are missing. Evaluation of the returned product found that the left window zipper had 1 inch broken stitches and the panel foot right leg zipper is damaged. (B) (4).

Event description:
The customer reported that the canopy has zipper damage to the left panel specifically the teeth are missing and there are tears on the material. There was no patient injury reported.